Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the blade protector was bent. No other information was provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 20, 2018, it was reported that the blade protector was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was march 2, 2016 where it was reported that the handle was stuck on the mesher and the roller, ball detent, bushings, side plates, comb, ratchet gear, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on may 9, 2018 revealed that the pretests could not be performed due to the damaged comb. The guide block was worn and needed replaced. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 9, 2018 which included replacement of the damaged comb and carrier guide. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the pretests could not be performed due to the damaged comb. While during product review it was noted that the comb was damaged, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.